Event description:
(B)(6) nurse manager with (B)(6) reports patient's pump has error code 20.0 "empty lithium battery". Nurse replaved batteries and used a/c adapter but it still had the error. Nurse does have gravity supplies to infuse today. Device serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if medical doctor is aware. Dose/amount: cerezyme sdv - 2300 units. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device?